Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation, there was an extra washer installed causing the therapy electrodes to not be seated correctly. The root cause for the extra installed washer was an assembly error. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing non-functional therapy electrode messages.